Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed because the lvad is not available for evaluation. The heartmate ii instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Although the lvad was not returned for evaluation the review of the submitted system controller log file confirmed the reported event of intermittent pump stoppages, which correlated with elevations in pump power. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the device is not expected to be returned for evaluation.

Manufacturer narrative:
The event occured at (B)(6). The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1.5 years post-implant, it was reported that the pt was at home and experienced red heart alarms and pump stoppages. The pt went to the hospital and upon arrival, the pump power was 10-12 watts with low pi values. The pt's international normalized ratio (inr) was 4.3, lactate dehydrogenase (ldh) was 703 and his blood pressure was systolic 140mmhg. IV heparin was initiated. Later that evening, the pt experienced intermittent pump stoppages with the pump power at 18-24 watts. An echocardiogram indicated that no flow was present in the inflow conduit. The ejection fraction was 30%. On (B)(6) 2014, the pt's ldh had decreased to 400. The pt continued to have intermittent pump stoppages; however, he was clinically stable. On (B)(6) 2014 an echo ramp study was performed and indicated that the aortic valve opened with every beat at 8400 -1200rmp. The pt's left ventricular end-diastolic dimension (lvedd) decreased from 6.6cm to 6cm. CT showed thrombus and an occluded outflow, thrombus on the inflow conduit and the inflow side of the device. A decision was made to exchange the pump. It was also reported that the hospital team cleaned up the thrombi in the outflow conduit and inflow graft using fogarty embolectomy catheters. The pump reportedly also seemed to have partial thrombus on the inflow side. During the exchange it was also reported that the orientation of the inflow conduit was toward the septum and was suspected to be due to the pt's significant weight gain after the implant. The pt was reported to be doing well after the exchange.